Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent damage occurred. The physician was attempting to treat a 99% stenosed, extremely calcified lesion that extended proximal to distal within the left circumflex (lcx) artery. It was reported that the guidewire, of unknown type, "hardly crossed" to the lesion. The lesion was predilated bt an unknown balloon. The physician attempted to deliver the 2.5x16mm taxus express2 drug eluting stent (des), but was unable to cross the target lesion. When the stent delivery system (sds) was removed, it appeared that the stent was "lifted up". The procedure was completed with a bare metal stent (bms) of unknown type. There were no patient complications reported with the patient's condition listed as "good".